Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called the hospital with an alarm messages on their controller indicating "high power" with their ventricular assist device (vad). The patient was admitted to the hospital and the data analysis showed a steep increase in the pump parameters and significantly elevated hemolysis parameters were detected. A thrombus was suspected in the internal pump component. The patient underwent thrombolytic/lysis therapy. As a result of this treatment, the pump parameters returned to normal and the hemolysis parameters decreased. However, a third harmonic was still measured in the acoustic measurement. The pump parameters worsened with an increase in power consumption a few days later. A repeat thrombolytic/lysis therapy was carried out. After the second course of therapy, there was another decrease in pump parameters and later the hemolysis parameters returned to normal. No further increase in pump parameters was observed. The patient was discharged home and the vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed multiple increases in power consumption starting on (B)(6) 2017; multiple high watt alarms have been logged on (B)(6) 2017. Of note, it was reported that the patient underwent thrombolytic/lysis therapy. As a result of this treatment, the pump parameters returned to normal. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.